Manufacturer narrative:
(B)(4). Analysis of the extension (serial # (B)(4)) revealed conductor wire # 0 was broken 2.8 centimeters from the proximal end.

Event description:
The representative reported during intraoperative testing, impedances for the 0 contact were out of range. Impedances were tested multiple times and connections were re-secured but the problem persisted. The extension was replaced and the issue was resolved.

Manufacturer narrative:
Conclusion code was updated.